Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 2 months after the dental implant was installed in intraoral region #27, it was verified its non- osseointegration. Forty-five ncm of primary stability was achieved and immediate load was executed. The patient presented bone type iii and bone graft was performed. Fenestration occurred during surgery.